Event description:
It was reported during a cardiac ablation procedure, there were difficulties removing a cool path catheter. The physician began the procedure by performing a redo pvi/atypical atrial flutter ablation procedure using a swartz (B)(4) 8f introducer and cool path catheter. The physician then attempted to perform a ventricular tachycardia (vt) ablation and created geometry using an agilis large curl introducer and a second cool path catheter. Following geometry creation, the agilis introducer was removed and the case continued with the cool path catheter inserted via a retrograde approach through a non-sjm 7f introducer. While attempting to advance the cool path catheter through the aortic valve to gain access to the left ventricle, the steering mechanism of the catheter broke causing it to remain in a looped position. Attempts to straighten the catheter with the use of another catheter were unsuccessful. The physician cut the cool path catheter shaft immediately distal to the catheter handle, inserted a 12f sheath over the catheter and was able to remove the catheter from the pt via the femoral artery with no adverse consequence to the pt.

Manufacturer narrative:
Visual insp of the returned catheter revealed, the catheter was received in two pieces. The catheter had been cut approx 5 cm from the handle distal end. A kink was noted approx 5.5 cm from the distal tip of the catheter. Functionality testing of the catheter could not be performed as the catheter was received in two pieces. The catheter was dissected at the kinked area revealing a severe bend in the flat wire and activation wire. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. The root cause classification for the reported removal difficulties is operational context as device performance was limited due to anatomical/procedural factors.